Event description:
It was reported that the patient had needed assistance with the extra dose button, and assistance had been provided. The dose button had not functioned. The pump settings had been confirmed, and the extra dose had been programmed for 4 ml every 30¿minutes, with 0 doses given and 0 attempts recorded. An attempt had been made to power the pump off and on again, but the dose button still did not work. The patient had been instructed to take any oral medication available to her if additional pain control was needed. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.